Event description:
Customer reported zipper damage on the side panel. Customer is not sure of which side panel has the zipper issue. The date when the issue was discovered is unk. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product revealed that the pt access, panel side front and window side b, slider bodies are open. (B)(4).